Event description:
Customer reported that upon pt care, the battery capacity gauge shows a blank battery for multiple known good batteries that were put in the board and the board would not run. This problem did not negatively affect the pt, user reverted to manual CPR. The same batteries functioned normally with another board. No adverse event reported.

Manufacturer narrative:
The complaint of "battery capacity gauge shows a blank battery for multiple known good batteries" was not confirmed. The board was tested with five batteries, no empty battery gauge or low battery warnings for any of the batteries were generated. Archive file indicates that the batteries were 3 years old, one battery (serial # (B)(4)) is 5 years old. Furthermore, all batteries indicate that they have had less test cycles than they should have. Therefore, the probable cause for the reported event is that the batteries used were old and/or not properly maintained. Customer did not return any batteries for eval. No adverse event reported.